Manufacturer narrative:
The customer submitted a mandatory medwatch report (medwatch (B)(4), MDR #(B)(4)) related to this event. The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the reported "external power disconnected" and "low ac voltage" alarms has not yet been possible. (B)(4) will update this report with new information as it becomes available. Device not returned to manufacturer.

Event description:
The customer reported that the curlin painsmart iod ambulatory infusion pump displayed an alert message stating "external power disconnected" and "low ac voltage," even though the ac power adapter was properly connected. The customer also reported that the pump makes a continuous clicking noise while powered on. (B)(4).